Event description:
A medtronic representative reported that, while in a cranial procedure, a sterile biopsy needle was opened up and it was noted there was debris in the cutting window. The suspect biopsy needle was set aside and a different biopsy needle was opened and used for the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The suspect biopsy needle was returned and evaluated. The cut window was evaluated with a microscope and a piece of cotton was found in the window that looked like it hasd blood or iodine on it. How the piece of cotton got there is unknown.

Manufacturer narrative:
Correction: adverse event was inadvertently selected on the initial 3500a, only product problem should have been selected. The returned biopsy needle was delivered to mechanical engineering for further analysis. The investigation included: observation of the debris under a leica ez4dh microscope. Complaint history review for reported debris in biopsy needles. Investigation into manufacturing process to identify potential sources of debris. Communication with medtronic sales representative for additional details of the reported event (see rep response below). Scientific analysis (including raman and attenuated total reflectance infrared spectroscopy) of debris in the needle and material samples provided by the manufacturing suppliers. A summary of the analysis findings is as follows: the returned brain biopsy needle was found to have a particle in the cutting window (as reported in MDR 3500a-1723170-2014-00496-fu1, submitted (B)(6) 2014). This particle was examined and found to have a surface that was consistent with protein contamination. The source of the contamination was unknown. A complaint search of the biopsy needle revealed no other reports of non-biocontamination similar to this reported event. No patient or user harm has ever been reported due to contamination in a biopsy needle. The debris was discovered prior to surgery and the needle was reportedly not in contact with a patient, but may have been handled by the surgeon during instrument preparation (see rep response below). The manufacturing process was reviewed and the source of contamination was not found to be from the manufacturer(s). The part will continue to be monitored through the post market monitoring process. The medtronic representative who attended the surgery reported that he did not recall seeing the surgeon introduce the biopsy needle into the brain. From his last conversation with the surgeon, the needle never entered the brain. The rep suspected that the debris in the needle was from the trajectory guide tube. The rep thought the surgeon might have slid the needle into the trajectory guide tube (in an effort to "loosen" up the snugness between the needle and tube) with the biopsy needle's cutting window open, which could have caused the needle to core the inner lumen of the guide tube.

Manufacturer narrative:
Patient age and weight were not made available from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement passive biopsy needle shipped to site. Suspect biopsy needle has not been received by the manufacturer for analysis. Part not returned to manufacturer.